Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The unit had a scratched display window, scratched case, scratched reservoir tube window and cracked reservoir tube lip. No damage noted on lcd glass.

Manufacturer narrative:
Additional information has been received, which was not included with the initial report. The information has been provided with this report. The insulin pump passed delivery volume accuracy test.

Event description:
The customer stated that their doctor advised to replace the insulin pump because it is not delivering insulin properly. The customer stated that their blood glucose fluctuates erratically. They stated that they have a heart condition and all of the medications mask the symptoms of the low blood glucose. The customer reported an incident when the blood glucose was 20mg/dl and they were revived by the paramedics. On another occasion the customer was taken to the hospital because they lost consciousness and their body temperature had dropped. In another incident, their blood glucose was 20 mg/dl, the paramedics were called and treated the customer with IV because the customer refused to go to the hospital. Customer does not use the bolus wizard settings; they count the carbohydrate intake and calculate the amount of insulin needed to be delivered. During troubleshooting the displacement test passed, alarm history showed several low reservoir alerts. No further information was provided.